Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a stent implant procedure, the stent had appeared to be diving down and in the wrong spot, with a cyclodialysis cleft and low pressure. The stent was removed and the removal process went fine. She had used vitrectomy forceps without issues and the sample was not retained.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of diving down and in the wrong spot, cyclodialysis cleft and low pressure. Stent removal therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).